Event description:
It was reported that during a superion indirect decompression system implant procedure while the physician was attempting to place the second implant the physician felt something give. The physician continued to fully deploy the implant and as they were tapping it down, it was hitting the first implant. The physician decided to remove the first implant and once it was removed the physician assessed there was a spinous process fracture, so he decided to abort the procedure. The patient was doing well post-operatively. The device was disposed of at the facility and was not returned to bsc.